Manufacturer narrative:
De results: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Bg cause was not known. Customer consumed glucose gel to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.